Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severly tortuous right coronary artery. The physician advanced the 1.5 x 8mm apex push monorail across the lesion and inflated the balloon an unspecified number of times, however, when the balloon was inflated to 10 atms, the balloon ruptured. The physician performed rotational atherectomy to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).